Manufacturer narrative:
Fowler bracket assembly.

Event description:
It was reported by service report that the cot will not unlock when loading the pt in the ambulance. No adverse consequences are reported.